Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one m.r.I. Lp port with 7 fr s/l groshong catheter kit was returned for evaluation. The introducer dilator and peel-apart sheath were returned and both appeared to have an overall bend. Multiple kinks were also noted to the sheath with damage evident on the distal tip of the sheath. Based on the findings, the investigation is confirmed for the reported introducer damage, specifically a damaged/kinked introducer sheath and dilator. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include excessive force, steep insertion angle and too small of an incision.

Event description:
It was reported that the dilator became bent during placement, which made the catheter progression impossible. It was further reported that a new kit was opened to complete the procedure. There was no reported patient injury.